Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument would not close the jaws properly. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The instrument was found to have a grip input disk #7 completely detached. The instrument was found to have hairline cracks on input shaft # 6. This caused grips not to open and close properly. Other backend components adjacent to the broken inputs do not show damage. Common causes are attributed to use and incorrect reprocessing conditions.